Manufacturer narrative:
Additional narrative: (B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(4) that during service and evaluation, it was determined that the trigger/slider was broken and torn off on the battery handpiece device. It was further determined that the magnet holder in the trigger was broken. It was further determined that the device failed pretest for check for leakage, check proper function of the triggers, check function of all modes and check response of on/off trigger. It was noted in the service order that the trigger of the device was not working and the battery device was giving a red alert. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.